Manufacturer narrative:
Sc-1110-02 (sn: (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was receive that the patient's ipg would not hold a charge for a long time. The patient underwent a battery replacement procedure and was doing well postoperatively.

Event description:
A report was receive that the patient's ipg would not hold a charge for a long time. The patient underwent a battery replacement procedure and was doing well postoperatively.